Manufacturer narrative:
Manufacturer's investigation conclusion: the reported alarms were confirmed via log file analysis. Data on the reported 15nov2023 was reviewed. The controller event log file revealed on 15nov2023 a driveline power fault alarm was active at 5:53:04 to 6:03:55. The alarm did not affect the system controller¿s ability to power the pump. The alarm appeared to have led to an unknown equipment exchange at 6:04:18, which captured a driveline disconnect alarm. Also, atypical power cable disconnect and low power hazard alarms were captured on 15nov2023 (between 5:54:03 and 6:03:54) relating to transient battery fuel gauge and bus voltage values. The system controller was put into sleep mode at 6:05:30. The returned system controller (serial # (B)(6)) (returned and evaluated under MFR #: 2916596-2024-01841) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. An atypical driveline power fault, power cable disconnect and low power alarm were not reproduced during the functional testing. Additional information reported the power cable disconnect/low power alarm were related to the patient disconnecting the power cables. It was reported the driveline power fault alarm resolved. The patient was reeducated on the importance of not disconnecting the driveline and power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions¿ and ¿connect power¿ alarms. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ replacement of the modular cable is also outlined, which has two options: replacing the modular cable: one segment of the driveline includes the modular cable. If the modular cable needs to be replaced due to damage or fatigue, it can be accomplished in two ways. Option 1: replace the current modular cable with both a new modular cable and replacement system controller. Option 2: replace the current modular cable with a new modular cable only. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the power cable disconnect and low power hazard alarms was from patient disconnecting on their own, so they were reeducated. The driveline power faults appeared to have resolved following the system controller exchange.

Event description:
It was reported that a driveline power fault alarm occurred and led to an unknown equipment exchange on (B)(6) 2023. Atypical power cable disconnects and low power hazard alarms were captured on (B)(6) 2023 between 5:54 to 6:03.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.